Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the or for change out due to normal eri when externalized conductors were observed. Electrical function of the lead was tested and no anomalies were detected. The lead was explanted and replaced. Patient condition is good after procedure and no further issues was reported.